Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery. A 3.00mmx28mm synergy ii everolimus-eluting stent was attempted to advance through another stent. However it was noted that the proximal part of the synergy ii stent had been lifted off the delivery system. After the device was completely removed from the patient's body. The procedure was completed with a another synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage, with struts on the first row lifted distally from the stent profile. The od of the stent taken on the undamaged distal side which is within the specification. Based on the complaint report and the analysis performed, the damage most likely occurred when the device came into contact with a previously placed stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement to the lesion site. A visual and tactile examination found several severe kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery. A 3.00mmx28mm synergy ii everolimus-eluting stent was attempted to advance through another stent. However it was noted that the proximal part of the synergy ii stent had been lifted off the delivery system. After the device was completely removed from the patient's body. The procedure was completed with a another synergy stent. No patient complications were reported and the patient's status was fine.